Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: the caller said that the patient¿s glasses broke but they were still able to see their equipment and said that the patient¿s implant wasn¿t helping with the patient¿s symptoms. The caller wasn¿t with the patient at the time and the caller was requesting to have a rep go out to possibly re-program their device. Additional information was received from the rep stating that they spoke to the caller and they didn¿t know what the issue was but gave the patient their number if they ever needed any help. Additional information was reported stating that the patient was falling and having therapy issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the caller initially contacted technical services saying the device wasn¿t working. The caller was not clear about what was not working and stated that there was something wrong with a button. The caller was able to get the recharger and described several screens including one with what they said was an hourglass. It was not determined what was wrong and the caller did at one point get the reposition antenna screen. The patient thought that they had charged the ins last night. The patient thought they charged their ins last night. The patient didn¿t have the programmer controller to use to attempt to interrogate the ins, so the issue wasn¿t resolved. The patient reported that their issue got worse after they fell on tuesday (B)(6) 2019 but didn¿t provide a date when the issue began. Additional information was received from the patient reiterating their fall but said that their tremors were so bad they couldn¿t eat. When asked if the ins was on the patient said, ¿trust me it¿s on.¿ it was said to follow up with the hcp to have the device checked.